Event description:
Rep reported that, the pt fell and broke his shunt between the valve and the siphon guard. In addition the silicone housing was torn.

Manufacturer narrative:
Codman has rec'd the device for evaluation. Upon completion of the investigation a follow up report will be filed.